Event description:
Nurse was starting an IV and withdrew neddle from catheter. The safety clip did not activate. The clip remained approximately 1/4" from the needle tip. The nurse received a needlestick in left hand. The nurse received treatment. The facility was contacted on 04/04/2001 for add'l info. The nurse received immediate treatment and the pt was tested. The pt's results came back and treatment was stopped.